Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, customer stated the pump was cracked when the pump was obtained and was unsure of the cause of the crack. There was no impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.